Event description:
The customer reported that a burn had occurred to the pt's face during a right total hip debridement procedure. The burn was both 2nd and 3rd degree and was to the corner of the mouth and extending vertically on the cheek. A draped-out mayo stand had been positioned over the pt's face to protect it, and a part of the drape was later found to be touching the pt's cheek where the burn occurred. A c-arm was also in and out of the sterile field during the procedure. A covidien electrosurgical pencil and return electrode were used for the procedure. The settings on the generator were 90 cut and 90 coag. The pt burn was treated with silvadene cream in recovery, and then the burn was treated by a wound-care nurse. The pt was to f/u with a plastic surgeon as an outpatient. The site further reported that this pt has since been admitted to another hospital due to the development of an infection at the surgical site of the hip debridement.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.